Manufacturer narrative:
This follow-up report is being submitted to relay corrected information: please disregard this report as it was submitted in error. Event was previously reported under report #1038671-2021-00359.

Event description:
As reported, the patient had an initial right tsa on (B)(6) 2018. The patient presented on (B)(6)2021 and patient had muscle spasm on (B)(6) 2021 dislocated right shoulder. The patient was revised on (B)(6) 2021. The case report form indicates that this event is possibly related to device, definitely not related to procedure. Outcome: resolved on (B)(6) 2021.

Manufacturer narrative:
Pending investigation. D10: (B)(4) 300-30-10 - equinoxe preserve stem 10mm (B)(4) 320-01-42 - equinoxe reverse 42mm glenosphere (B)(4) 320-10-00 - equinoxe reverse tray adapter plate tray +0 (B)(4) 320-15-01 - eq rev glenoid plate